Event description:
It was reported to gems that when the under table x-ray tube was prepped for an exposure, a blinding flash occurred, temporarily blinding the technologist. The technologist went to the doctor and reported back to work the next day. The cable loop at the rear of the table was rubbing on the tomolink fulcrum plate, which was stored on the tomolink accessory rack. The accessory rack was mounted behind the table and, due to the size of the room and the proximity of the cable, eventually rubbed through the stator cable causing a short circuit. The field engineer moved the rack so that its accessories cannot be contacted and corrected the problem.